Event description:
It was stated that the customer was hospitalized for blood glucose levels above 700 mg/dl. Troubleshooting was performed, and the insulin pump passed the selftest. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.